Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: a review of the black box showed multiple call service 128 motor post-delivery errors. No evidence of a short battery life was observed. The battery compartment was cracked below the grip pad. Moisture corrosion was observed in the battery canister. The leak test failed due a battery compartment leak. Unrelated to the original complaint, the display screen contrast was dim and reddish. The pump alarmed with a call service 128 alarm upon the first rewind attempt. The reported ¿short battery life¿ complaint was unable to be adequately investigated. The pump cover was removed and further moisture corrosion was found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there was moisture behind the display and a battery life issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.